Event description:
It was reported that hv lead impedance had increased. The patient was asymptomatic and there were no other electrical anomalies. Patient will continue with regular monitoring. There were no patient consequences.